Event description:
A revision surgery occurred on (B)(6) 2010 at the l4-5 level due to infection and osteomyelitis. The component was removed from the pt and replaced with a new component. It was noted by the reporter that inspection of the interbody component revealed no physician damage or defect, it is likely the interbody component had shifted due to the infection and breakdown of the surrounding bone.

Manufacturer narrative:
The cause of the revision (infection, migration) was due to a developed pt infection, diagnosed as osteomyelitis, likely unrelated to the device. Method - no device returned for eval. Results - no device returned for eval, but reported as functionally intact upon removal of initial reporter.